Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 660,291 mg/dl. The customer experienced the symptoms related to high blood glucose such as nausea, had ketones, was not sleep, was not stay in one position, felt very lethargic and thirsty . The customer was treated with manual injection, fluids and disconnect from insulin pump. The customer stated that they had received the no delivery alarm. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose even. The insulin pump will not be returned for analysis.